Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that "signal loss" occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss from the phone occurring over 3 hours while the device not more than 20 feet or 6-meter away from the transmitter for more than 15min. The event happened 5 days after the sensor had been inserted in the abdomen. The patient uses insulet omnipod5 reportedly not in modified closed loop. On (B)(6) 2025 at around 9:00 am, the patient started getting reconnecting alert on her phone. The reconnecting alert lasted for more than 3 hours and after that, it said that the sensor had failed (please see related sr). The patient did not replace the sensor when it failed. She was then rushed to the hospital (at 5 or 6pm) by a family member because she was experiencing dka due to her blood sugars being too high. She was given insulin at the hospital and reglan through IV for nausea. They asked her to remove her sensor and insert a new one. The patient was discharged midnight of (B)(6) 2025. Performance data was reviewed. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.